Manufacturer narrative:
Event date is estimated. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7011019. During processing of this incident, attempts were made to obtain complete patient weight. Further information was requested but not received.

Event description:
It was reported that the patient was experiencing ineffective therapy from their drg system. The patient underwent surgical intervention on (B)(6) 2023 wherein the patient's drg system was explanted.

Manufacturer narrative:
It was reported to abbott, a patient had a lead explanted due to loss of therapeutic effect. There were no complications. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.